Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride, for dental cleaning (route: dental, lot number 2589b, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that if the cutter was not held in place while cutting the floss it would fly off and hit on the floor. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride, for dental cleaning (route: dental, lot number 2589b, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that if the cutter was not held in place while cutting the floss it would fly off and hit on the floor. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 30-aug-2012: the lot number was updated from 2589b to 2589d. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 13-sep-2012. This closes out this report unless other additional significant information is received.